Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump's threshold suspend feature activated despite a blood glucose of 190 mg/dl and a sensor glucose of 69 mg/dl. Troubleshooting was initiated for the discrepancies in fingerstick and sensor readings. The customer confirmed that she did not experience an bent cannulas in the past. The customer was advised on proper sensor usage protocol. The sensor will be not returned for analysis; however, a replacement sensor was shipped to the customer.